Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the chave, part and lot number unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery, the doctor tried to assemble the chave in the pedicle screws but the set was not clamped properly. The surgeon continued trying until the set clamped and implanted in the patient. There was a surgical delay of 1.5 hours. This report is for the unknown chave this is complaint 8 of 8 for (B)(4).